Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5003430, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5003018, UDI: (B)(4).